Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change. During the procedure, it was noted that the right ventricular lead insulation was frayed. The physician decided to use medical adhesive to repair and reuse the lead. The patient was stable.